Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Multiple inappropriate shocks due to noise on lead were reported. Patient will go for a lead extraction. This lead was capped on (B)(6) 2016.